Event description:
It was reported that the customer had problems and needed supplies a bit earlier. The last two times, customer was told no. Customer has nine infusion sets left. Customer has suffered low blood glucose lows down to 29 mg/dl. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.